Event description:
It was reported that during a root canal procedure, the scissor-arm of the x-ray unit allegedly broke. A portion of the unit came into contact with the face of the pt. The pt received a 5.0cm laceration over the left eyebrow. Pt required sutures.